Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a g7 cgm experienced high blood glucose after a late meal announcement for a carbohydrate-heavy dinner, with cgm up to 318 mg/dl and a fingerstick later reading 481 mg/dl; the user used an inset infusion set on the abdomen and was guided through a full supply change with insulin delivery resumed, and subsequent readings trended down to 270 mg/dl and then 202 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue was associated with use-of-device factors related to meal timing and announcements; the device component could not be further specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.